Event description:
The customer reported to olympus that the camera control unit displayed communication error e116. The event was found at preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty graphics processing unit sub assembly and system failure of the motherboard led to the malfunction. Olympus will continue to monitor field performance for this device.